Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the screen was frozen and stuck on verification screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump was powered on and displayed the verify screen and pump navigated to the "home" page. There was no damage found to the keypad. All of the keypad buttons were found to respond appropriately during investigation. The keypad was removed; no damaged or misaligned contacts or evidence of contamination was found under the button contacts. The pump was opened and no evidence of moisture found inside the pump. The complaint of the pump being ¿stuck¿ on the verify screen was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim and fading. Also unrelated to the display issue, the audio bolus button cover was found to be detached/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.